Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Due to insufficient product information, the compatibility of the involved products could not be verified. The cup (shell) is unknown, therefore, it is not possible to review the compatibility between the bone screw and the cup. Review of the complaint history found no additional related complaints for this item. The lot number is unknown. Radiographs were provided and reviewed by a radiologist. The following assessment was made: a left hip arthroplasty is anatomically aligned. There is no fracture, dislocation or evidence of implant loosening. Apparent malpositioning of one of the two acetabular fixation screws on the left hip that extends beyond the osseous margin of the medial wall and into the regional soft tissues. As described in the surgical technique, the cancellous bone screws ¿. Are positioned in the os ilium in the direction of the iliosacral joint and are inclined approximately 20° medially and posteriorly in relation to the long axis of the body¿. Based on the analysis of the available x-ray, it is possible to see that the screw that pierced through the pelvic wall is medially tilted in a higher angle than the one prescribed in the surgical technique. However, as no x-ray taken straight after implantation is available, it cannot be concluded if the screw was initially implanted with a wrong angle or if the position changed during the time in vivo. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Event description:
It was reported that a patient had a revision approximately nine (9) months after implantation due to incorrect size of implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: ms-30â®, stem, standard, cemented, 6, taper 12/14 item # 300049060 lot #3092891 durasulâ®, alpha insert, ii/32 item #0100013409 lot # 3107116 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 item # 00877503202 lot # 3115413 g2: foreign: new zealand the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.